Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "changing his wafer 4 times in the last 4 days. When he changed it yesterday he had difficulty removing the wafer and as a result he stripped his skin under the tape collar on his right side. He did experience some bleeding from the area which quickly resolved. He now reports seeing scabbing in the area where he noted some bleeding yesterday and redness at the proximal and distal end of his wafer. He used (B)(4) adhesive remover to help remove his wafer. He applied(B)(4) powder and (B)(4) protective barrier wipes over the open area prior to applying a new wafer yesterday."